Event description:
Procedure: colectomy. According to the reporter: the instrument did not close properly on the second application and did not staple the rectum. The procedure was converted to open.

Manufacturer narrative:
Initial report sent to FDA on: 10/08/2009.